Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported diagnostics indicated high impedance readings on 12 out the 16 lead contacts. Surgical intervention may take place at a later date.

Manufacturer narrative:
The event of high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.